Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, the unspecified tissue injury appears to be due to challenging patient anatomy. Furthermore, unspecified tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. During advancement of the steerable guide catheter (sgc) into the right atrium (ra), resistance was noted with the anatomy and the sgc could not be advanced further. The sgc was retracted and removed. Outside the anatomy, a kink was noted in the sgc shaft. A new sgc was then used without issue. The clip delivery system (cds) was advanced to the mitral valve. During grasping, it was noted the posterior mitral leaflet (pml) was perforated. The clip was placed medial to the damage. A second cds was advanced to be placed lateral to the first clip however after grasping the leaflets, the mean pressure gradient increased. Therefore, the clip was not implanted and the cds removed. The procedure was ended with the mr reduced to 2. There was no adverse patient sequela. No additional information was provided.